Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male pt (age unk) the device returned a "shock advised" determination; however, upon an attempt to charge energy, the device displayed "change batteries" and powered off. Complainant indicated that the pt expired a reported three days subsequent to the event; due to brain death.